Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a breast oncology case, one surgeon reported slight bruising/thermal injury around the surgical area. When the reconstruction surgeon took over the case, the bruising/thermal injury increased in size, to about 10cm. Neither surgeon reported issues with the plasmablade device during the surgery. No interventions were needed for the patient during surgery or post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.